Event description:
The clinician reports the implant was inserted (B)(6) 2025in ada 21. Details of surgery: ridge augmentation. On (B)(6) 2025, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, swelling, bleeding and inflammation. No further patient complications were reported.